Event description:
Dealer stated that the center mount for the front riggings on a (B)(4) power chair fell. Dealer reported it appears that the hardware came loose from the center mount, the pin is missing, and there is a lot of damage to the bolt that holds the actuator to the frame.